Event description:
Hcp reported that in 2002, the pt underwent an ordinary refill of the drug pump with 35 ml of a drug solution consisting of hydromorphone 18mg/ml, clonidine 150mcg/ml, and bupivicaine 10mg/ml. The nurse noted a slight feeling of metal during the passage of the silicone membrane during the refill. One hour after refill, the pt lost consciousness, but had stable vital signs and a normal oxygen saturation. Lab tests for a myocardial infarction were negative as was a CT of the brain. The pt was observed in the intensive care unit and noted to be bradycardic and hypotensive, but remained oriented. The drug pump was emptied of 25 ml. The 10 ml of medication was missing. The pump pocket was punctured above the pump and 5ml of clear fluid was aspirated. During the next 6 hours, all signs of drug overdose disappeared and the pt was discharged the next day without sequela.